Event description:
On (B)(6) 2025, the user¿s care team contacted support regarding elevated blood glucose (bg) levels with a high of 400 mg/dl. The user, in their first week of ilet use, reported the high occurred approximately two hours after a meal entered as ¿usual,¿ which contained more carbohydrates than expected. Bg was already slightly elevated before the meal. Device inspection revealed no supply issues, with drops observed during tubing testing. The agent advised that in such situations, entering the meal as ¿less than usual¿ may be more appropriate. Bg began trending downward during the call after allowing time for corrections. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.